Event description:
The customer contact reported the device does not deliver according to setting. The device was returned to the biomedical dept from an unspecified clinical area for maintenance. There was an unsigned note stating, "device malfunction, a) 21 cc during 8 hours, delivered 297cc and b) 84 cc during 8 hours, delivered 277 cc." No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all info known by the reporter upon query by hospira personnel.